Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and had rewind anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer states the pump does not rewind properly and shutting off when he was trying to enter in carbohydrates. The insulin pump will not be returned for analysis.